Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the mount is locked inside the implant despite completely removing the screw. The affected tooth position is #36. The doctor reports in the per that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bnes506, (3i t3 short external hex parallel walled implant with dcd, 5mm(d) x 6mm(l)) for evaluation. Visual evaluation / functional test was performed, there was bone debris on the implant¿s external threads. The implants mount wouldn¿t disengage from the implant. Device history record (DHR) review was completed for the subject lot number 2021060874. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021060874 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The mount wouldn¿t disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.